Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that their blood glucose had been high due to bent cannulas. They had changed the infusion set 6 times. The customer¿s blood glucose during the incident was over 600 mg/dl. The customer¿s current blood glucose was 94 mg/dl. The customer declined troubleshooting for the high blood glucose. The insulin pump and infusion sets will not be returned for analysis.